Event description:
According to the reporter, during a laparoscopic colectomy procedure, at first firing, the device fired without any problems. After the second time, there was difficulty squeezing the handle. After it was squeezed, it was not possible to clip properly. An unclosed clip was fired. The remaining amount of the counter did not change even after clipping. When the product was received and firing was attempted, it still did not decrease. To resolve the issue, a new clip applier was used. There was no patient injury.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that the instrument was received fully fired with no clips remaining within the tube shaft. The clip counter was not active. Jaws open. Handle in neutral. No visual abnormalities were observed with the instrument. Two properly formed clips were received. Functional testing found that the instrument was engaged in the end of firing safety interlock. The instrument handle was disassembled for visualization of internal components, revealing a proper handle assembly. The counter arm was properly seated within handle. The battery was tested and found to be low voltage. An rpa representative battery lot number j4b4038y was assembled onto the subject counter and the counter was manually indexed from 16 to 00 without issues multiple times. Note that the clip counter indexes according to handle actuation of the trigger, not by the clip feed mechanism. If the instrument handle (trigger) is actuated partially and is manipulated while remaining on the ratchet mechanism, this may result in the clip counter indexing without loading and deployment of clips. It was reported that there was clip formation, digital reading not working properly and difficult to fire. The reported issues could not be confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.